Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to communicate with geoipc. Review of the system log file showed that there was a malfunctioning in geo-ipc resulted in the geometry movement was not possible. The fse cold restarted the system and system was returned to use in good working order. The reported issue did not reoccur. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was resolved after the cold restart of the system and there was no impact to the patient. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that geometry movement was not possible. The system was in clinical use at the time of the event. No harm has been reported to philips. A philips service engineer inspected the system on site and identified that the system was unable to communicate with geoipc. Philips has started an investigation of this complaint.